Manufacturer narrative:
It subsequently was reported that the physician reopened the device pocket, disconnected and reconnected the lead and secured the device setscrews, which resolved the observed noise. This report will be updated if additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. An initial report was previously submitted to FDA on 05/07/2009; however due to emdr submission issue related to the follow-up report, this is being filed again as an initial report.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) was associated with a fast rhythm on the right ventricular channel that was suspected to be due to air bubbles. The calling boston scientific field representative reported the device's tachycardia therapy mode was off, so there was no shock delivered and no episodes stored in device memory. There also was no pacing inhibition, as the patient had an underlying rhythm. Lead diagnostics were reported to be normal. The device was returned from an unknown source approximately seven years later. There were no further allegations or complaints reported after the issue resolved in this event.